Event description:
This incident occurred in (B)(6) and is being investigated as a plastic allergy. Female patient had slight discomfort: white edge of upper lip. In interviewing the denture lab used, the lab tech could not determine which product had been used: palaxpress or palapress. Patient was confirmed to have allergies to benzoyl peroxide, balsam of (B)(6), new prosthesis is made of valplast. Although we cannot determine which product, palaxpress or palapress (B)(4), if either, caused or contributed to the patient's adverse reaction, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution.

Manufacturer narrative:
(B)(4). Although we cannot determine which product, palaxpress or palapress (B)(4), if either, caused or contributed to the patient's adverse reaction, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. (B)(4). Since the actual device has not been returned, the cause of the patient's adverse reaction could not be determined.